Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Lap chole - "clip applier jaw broke off inside pt causing titanium clip to bend straight - fell in tissue and causing bleeding. Hosp wrote up an incident report." Clip caused bleeding - "readily handled with cautery.

Event description:
Caller reported blood glucose results of 599 mg/dl and 248 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.